Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving fentanyl (100.1 mcg/ml at 26.88 mcg/day) via an implantable pump for non-malignant pain. It was reported that the patient had a magnetic resonance imaging (MRI) in june and did not have the pump checked afterwards. Technical services reviewed to interrogate the pump again 15 minutes after the initial check. It was seen on the second interrogation that the pump recovered, confirming telemetry mode. The issue was resolved.